Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed non critical errors that persisted, even after replacement of the batteries. The batteries then fully depleted and would not power on the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Additionally, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.